Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. The lead was successfully explanted and replaced. The patient did not experience any symptoms from the procedure.

Event description:
New information received notes the lead was not replaced. The patient will return for reimplant once healed from svc stenosis correction via stenting.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.2-8.7cm and 11.5-12.0cm from the distal tip. The etfe coating was intact at these locations.